Event description:
The customer contacted physio-control to report that their device powered off by itself several times during a patient event. The customer advised that the device powered off at least three times during the event. Each time the user was able to manually power the device back on. The device was able to deliver therapy each time when it was needed. There was a back up device onsite that was used for double sequential defibrillation. The patient, a 58 year old female did not survive. A health care provider on the scene confirmed that the device use did not contribute to the patient's outcome but was due to the patient's health condition.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that the device experienced inappropriate losses of power. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio observed that battery 2 was manufactured in 2015, however the batteries should be replaced after 2 years. An aged battery could possibly cause an unexpected power off, however the cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself several times during a patient event. The customer advised that the device powered off at least three times during the event. Each time the user was able to manually power the device back on. The device was able to deliver therapy each time when it was needed. There was a back up device onsite that was used for double sequential defibrillation. The patient, a (B)(6) year old female did not survive. A health care provider on the scene confirmed that the device use did not contribute to the patient's outcome but was due to the patient's health condition.